Manufacturer narrative:
On 08/09/2016 date 3m management made the internal decision to file MDR report for this complaint. (B)(4). This report 2110898-2016-00081 is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report. 3m is in the process of a packaging update. In addition to the current packaging warnings, a red flame symbol has already been added to 3346 packaging and will be added to 3343 and 3344 packaging. Current packaging states the following: warning! Extremely flammable caution, see instructions for use instructions for use state the following: warning: cavilon no sting barrier film is extremely flammable until it has completely dried on the skin. Cavilon no sting barrier film should only be applied when no ignition sources or heat-producing devices are in use. Instructions for use in a surgical setting: refer to the warnings section of this information. When used in a surgical environment, use of cavilon no sting barrier film should be discussed during the "time out" period for verification of surgical procedure and site.

Event description:
Customer reported a cavilon no sting barrier film wipe was opened and ready for use in surgery prior to application of a wound vac device. An assisting surgeon had the cavilon no sting barrier film wipe attached to a kelly clamp and was about to apply the wipe to the skin area. At the same time, the primary surgeon ignited a cautery to remove some skin. Customer reported the wipe attached to the kelly clamp ignited. The assisting surgeon threw the clamp, with the wipe attached, off the surgical field where it extinguished. Customer reported there was no injury to patient or staff.